Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000825, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the mobile viewing station (mvs) was not booting and the image acquisition system (ias) was not charging. After electrical testing and troubleshooting it was found that only the fuses in the mvs din rail were blown. The fuses were replaced and the system passed the system checkout, functioning as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the mobile view station (mvs) was not powering on. There was a blown fuse on the din rail. There was no patient involvement.